Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the air/water supply channel clogged due to foreign materials. Additionally, the evaluation found the following: the distal end plastic cover had deep dents and scratches; the bending section cover glue was cracked, the electrical connector at the pin was corroded and the right/left and up/down control knob play were out of standard. Further information was provided by the customer. The device was cleaned per the instruction for use (IFU) with brush run through the scope channels. No clog or blockage was found. When it was placed into the automated endoscope re-processor (aer) the scope kept cancelling on an error message related to channel 1 (yellow connector for air pipe). Several attempts were made, however, the same message appeared and the cycle would cancel. Due to the type of aer, the scope could not be fully decontaminate. The scope was manually cleaned by running enzymatic detergent through all channels and brushed there was no problems. Aer have sensors build into each channel and cancel if an error is detected, the scope was run in the aer with restrictors attached allowing the scope to be fully decontaminated from the outer surfaces of the scope but not the inner channels. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that after the procedure the gastrointestinal videoscope, was manually cleaned per instruction for use (IFU) with brush which was run through the scope channels. There did not appear to be any type of clog or blockage, however when placed into our automated endoscope reprocessor (aer) (evotech) the scope kept cancelling on an error message related to channel 1 (yellow connector for air pipe). Attempts were made several times to run in the aer, however same message appeared and would cancel the cycle. Due to the type of aer, the scope could not be fully decontaminated, however the scope was fully manually cleaned, enzymatic detergent was run through the scope and all channels were brushed with no problems. Since the aer has sensors build to each channel and will cancel if an error is detected, the scope was run in the aer with restrictors attached allowing the scope to be fully decontaminated from the outer surfaces of the scope but not the inner channels. There were no reports of patient harm.